Event description:
Dr placed 3 implants on 2/20/98, along with bulking material and bio-glass. Pt was experiencing pain. Dr removed all 3 implants on 3/13/98, as it was unknown which might have been the source of pain. One person affected.